Event description:
It was reported that the patient underwent a spinal procedure for spondylolisthesis (grade 1/2) at l4/5 with posterior instrumentation and local bone graft and iliac crest bone graft. Patient was recovering well with no pain. However, following a minor car accident, the patient returned to the doctor with severe pain. X-rays showed that the screws at l5 were broken 6mm below the tulip, little evidence of fusion was noted. A tlif revision surgery l1/l5 instrumentation was performed to remove the broken l5 screws. During the revision, the tips of the broken screws were left in the patient as the surgeon was unable to remove the full screws. Also, it was noted that the set screw had migrated up a few levels and therefore had to be left in the patient. Finally, new levels were implanted at l4 and s1. X-rays are forthcoming.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that visual inspection did not identify any material or functional issues, with the respect to the implants. After visual inspection, the implants appear to have performed their intended purpose.

Manufacturer narrative:
MRI films show degenerative spondylolisthesis at l4/l5 grade 1 with cyst at facet on right. Initial fusion and pedicle screws at l4/l5 without interbody spacer or fusion, correction of spondylolisthesis. Subsequent breakage of l4 screws required revision to s1. Final films show loosening of set screws and loss of fixation. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.